Event description:
It was reported that the ncb pp dist femoral plate with 12 holes, was implanted sometime in 2013 to replaced the broken liss plate that was in the pt. In (B)(6) 2013 (exact date not provided), the ncb plate also broke. No other info as was received apart from the complaint. (B)(4): since the exact date of the implantation was not reported, for data entry purposes, the first day of the first month of the year reported was entered. As well as the revision surgery date. The first day of the month reported was entered.

Manufacturer narrative:
The MFR did not receive the affected device, x-rays, or other source documents for review. The lot numbers were received for the affected device, and the device history records were reviewed and found to be conforming. The cause for this specific event cannot be ascertained from the info provided, but once more info is received, a f/u report will be submitted. (B)(4).